Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.